Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the 1st inflation at 8 atmospheres, the balloon ruptured and the device was then completely removed from the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.0mmx220mmx150cm coyote balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different coyote balloon catheter. No patient complications were reported and the patient was okay.